Manufacturer narrative:
The customer was unsure of which lot number was involved in this event, so 2 different lot numbers were reported. Both device history records were reviewed with special attention to the manufacturing and inspection of the product. Lot number 96do1587: mfg date 4/27/2004, expiration date 04/2007; lot number 96eo0524: mfg date 5/14/2004, expiration date 05/2007. Both lots met all release criteria. The sample was not returned, as it remains implanted. The x-rays demonstrated that the stent was placed in the popliteal artery. Constant bending motions and forces in the knee region can contribute to stent fractures. It should be noted that this application represents an off-label use for this device. The luminexx biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.

Event description:
It was reported by the doctor that, the stent device fractured. The device was placed two months prior, for claudication of a femoral-tibial bypass graft.